Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the child is fitted with a 2.5 intubation tube. Whenever it is installed ventral on the left side, the probe does not ventilate efficiently. The ventilator rings in occlusion and the ventilation curve shows under ventilation. As soon as we reposition the child on the back the occlusion rises. Verification that there are no obstacles inside the probe that do not present. Impossible to install the child in this way which is not in match with her needs. We observed a slowing of the child's heart rate as well as only desaturation and hypercapnia, until the remobilization of the child in a position where the intubation tube allows ventilation effectively. In itself only right support in ventral and dorsal. Female, 5 days old, weight 0.7kg.